Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 16 months after the dental implant and crown were placed in ada site 14 in the mouth, the implant lost osseo- integration in type ii bone. Clinician reports loose crown with internal damage to fractured implant. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 16 months after the dental implant and crown were placed in (B)(6) site 14 in the mouth, the implant lost osseo- integration in type ii bone. Clinician reports loose crown with internal damage to fractured implant. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)